Event description:
The following has been reported: biomed reported: "air detected, I downloaded logs but noticed gasket on plunger is not in its correct location." Patient harm: none reported. Infusion stoppage: no. A preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure). Customer reported that the dsps sensor has a damaged grommet. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a tubing set error (ipc connection leak failure). Customer reported that the dsps sensor has a damaged grommet. Unit indicated tubing set misloading errors. Device failed out in the field for a dsps verify error. Upon return, it was observed that the failure was caused by the grommet on the dsps being folded inward. Once replaced the error was resolved.